Event description:
The philips field service engineer was evaluating a device for an op check hang problem addressed in (B)(4) where an additional failure was observed. A dead battery was found to only hold a charge for few minutes then the device shutdown. There was no pt involvement where this occurred during servicing.

Manufacturer narrative:
(B)(4): the fse isolated the issue to the battery. The age of the battery was unknown. The battery was replaced to resolve the issue. The device all performance assurance testing and was returned to use. We will consider this a malfunction of the battery where the device shut down. As of (B)(4) 2012 the customer confirmed the device is now working fine and has no more issues.